Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the physician discovered that the device could not be used due to equipment failure. An error code (7025) appeared on the ilab, which is displayed if the user attempts to start imaging (ivus) or fractional flow reserve (ffr) and the software does not receive images. As a result, the procedure was not completed and was rescheduled. There were no patient complications reported.